Event description:
Event description guidant received information that, approximately 33 months post-implant, this cardiac resynchronization therapy defibrillator has declared eri (elective replacement indicator). The health care practitioner caller expressed concern regarding the battery longevity.